Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly was inside the delivery tube, and the seal was extended outside the tube. The seal had cracked along the third ring from the edge and along the third ring from the ctr. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal rolled up" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal rolled up, but there was a tear in the disk. It was noticed to be cracked in the delivery tube. A new kit was used to complete the procedure. There were no pt effects. The product was returned.